Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom "blocked line". Evaluation confirmed the reported symptom "blocked line" through review of the event history log as an "upstream occlusion alarm". Evaluation found the component causality to be a failed upstream sensor. The upstream sensor will be replaced.

Event description:
It was reported that a spectrum pump experienced a blocked line. It was also reported there was no patient injury.